Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 10/12/2017 with the following findings: during investigation, the audio bolus button was torn but found to respond appropriately. The keypad was removed and no contamination was observed under any of the keypad button contacts. Unrelated to the original complaint, the battery compartment was found to be cracked from the case seal traveling to the grip pad. The original complaint of an audio bolus button response issue could not be duplicated.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a button/keypad (audio bolus button damage prior to tactile change) issue. It was reported that the audio bolus button was torn/punctured and subsequently became under-responsive. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue has the ability to result in inadvertent or incorrect boluses which may result in over or under delivery.